Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx three years ago. The current vessel morphology was reported as the aortic neck is 29 mm in diameter at the renal arteries and 31 mm in diameter, 3 cm below the renal arteries, there is moderate tortuosity and moderate calcification in the iliac arteries with disease progression with aortic neck dilatation. A routine f/u CT demonstrated that the stent graft has migrated distally 35 mm with a proximal type I endoleak present due to disease progression resulting with aortic neck dilation. The pt was treated one month ago with a 32 endurant aortic cuff. The final angiogram revealed that the migration and the proximal type I endoleak were resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (migration), (disease progression with aortic neck dilatation, moderate tortuosity and moderate calcification in the vessels).